Event description:
This is a spontaneous case report received from a medical doctor in united states on 30-aug-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number c55832, inserted on (B)(6) 2016 for permanent sterilization. Reporter stated that essure was removed surgically on (B)(6) 2016 (salpingectomy, bilateral); patient was complaining of pain since insertion. At the moment of this report, patient is okay. Company causality comment: this spontaneous and medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and had pain since the insertion. Then, after two weeks, the patient had the device removed via bilateral salpingectomy and was ok at the moment of report (recovered). This event, seen as procedural pain, is listed in the reference safety information for essure. Abdominal and pelvic pain may occur during and shortly after the placement procedure. Considering the event's nature. Patient's recovery and close temporal relationship, causality between this event and essure use cannot be excluded. Since device removal was required, this case is classified as incident. Technical analysis has been requested.

Manufacturer narrative:
Quality safety evaluation received on 02-nov-2016: ptc global number (B)(4). Lot number c55832, manufacturing date 13-may-2014, expiration date 31-may-2017. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar adverse event cases with this batch did not result in an unusual pattern. Company causality comment: this spontaneous and medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and had pain since the insertion. Then, after two weeks, the patient had the device removed via bilateral salpingectomy and was ok at the moment of report (recovered). This event, seen as procedural pain, is listed in the reference safety information for essure. Abdominal and pelvic pain may occur during and shortly after the placement procedure. Considering the event's nature, patient's recovery and close temporal relationship, causality between this event and essure use cannot be excluded. Since device removal was required, this case is classified as incident. A product quality defect could not be confirmed but is considered plausible.